Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that an artificial urinary sphincter (aus) device was removed and replaced due to recurring incontinence and atrophy. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation and coding provided in the event description and evaluation result and conclusion codes.

Event description:
It was reported that an artificial urinary sphincter (aus) device was removed and replaced due to recurring incontinence and atrophy. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.